Event description:
Information received by medtronic indicated that the insulin pump was cracked on the battery side of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring black. Customer complained about the unit having a crack on the back on the battery area. Unit passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked retainer, corrosion on battery tube and scratched case. Unit was confirmed for cracked case at belt clip rail corner which is on the battery tube area and corrosion on battery tube. Unit passed required testing. (B)(4).